Event description:
It was reported the patient underwent a primary total hip replacement and subsequently developed ongoing pain during hip flexion and external rotation, with suspected iliopsoas involvement/impingement. The patient¿s joint was later reopened, and a subsequent procedure was performed approximately 19 months post-implantation. Details regarding specific component changes or intra-operative findings were not provided. No environmental factors were reported. The patient was revised; no further details regarding the patient¿s outcome were provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name# act artic e1 hip brg 28x40mm; item number# ep-200146; lot # 66191003. Unknown cup; item number# unknown; lot # unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty. Femoral offset is greater at the right hip arthroplasty compared with the left native hip. Increased femoral offset may be a risk factor for symptoms of iliopsoas impingement. Lack of lateral view limits assessment for other risk factors, such as anterior acetabular cup overhang. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.